Event description:
It was reported during sedation (device inside patient) the subject device had dark image. The issue occurred at a therapeutic tur-bt (transurethral resection of bladder tumor) procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: accumulation of wear powder in the sliding part of the coupler. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.